Manufacturer narrative:
This event occurred outside the us where the same model is distributed. Patient information is not generally available due to confidentiality concerns. This report is based solely on lead return and analysis. No information to suggest a device-related adverse event or product problem was received. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed.

Event description:
The rv lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported as a result of this event.